Event description:
It was reported that bd connecta plus3 16cm white leaked we are writing to inform you of a materiovigilance report (internal sheet: 1882) dated 12/12/2024 regarding the following medical device: description: 3-way tap + 10cm extension reference: 394995 batch: 4184601a expiration date: 06/30/2027 quantity concerned: lot in fact, there is leakage at the connector for the injection of iodinated contrast products. On injections made on a piccline and a pac, and also in peripheral line (20g) ditto. The leakage seems to come from the joints (event occurred several times with this batch). An unused copy of the batch is available at the pharmacy for examination.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the samples. Analysis of the sample showed that at the tip of the fitting component where it connects to the tube, a white residue is observed. Bd determined that the cause of the failure was additional dry solvent not removed during the molding process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.